Event description:
The patient reported vomiting after the implantation of the spatz3 balloon. Very large volume (13 cm in diamater) was recorded via CT scan occupying alsomot the entire volume of the stomach. The balloon was deflated and removed.

Manufacturer narrative:
To date, spatz (B)(6) inc. Has not received the product for evaluation, therefore no analysis or testing has been done. A review of the device labeling notes the following: spontaneous hyperinflation is the enlargement of the balloon with extra air that can occur spontaneously. This can lead to symptoms such as pain, nausea, vomiting, dehydration, ulceration, perforation, and could require a down adjustment or removal of the balloon.